Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. The insulin pump was received with minor scratched lcd window and broken battery tube threads.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was not 150 mg/dl. Nothing further was reported.